Manufacturer narrative:
Analysis on the suspect computer was completed. Testing found that the motherboard experienced intermittent failures. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Return requested. Replacement computer shipped to site 01/03/2017. Suspect computer was returned to manufacturer on 01/12/2017 and is under analysis. On 01/04/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative received a report from a site representative that while in an ear, nose & throat (ent) procedure, their navigation system unexpectedly shut-down, it was reported that the navigation system would not stay powered on. Fans would power cycle, however, the navigation system would not come back on-line. No input was detected. The surgeon opted to continue the procedure to completion without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.